Manufacturer narrative:
Corrected fields and additional information UDI -- (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released the generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The assemble cable and x-ducer was broken.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp could not be zeroed. There were 60min delays and no adverse consequences.